Manufacturer narrative:
Product eval: results from the product history record review indicated the product met release criteria. No malfunction can be determined at this time. Sample is pending receipt. Root cause: the root cause has not be identified. It will be reassessed upon sample receipt. There have been no other complaints reported in the lot number. Additional info has been requested. (B)(4).

Event description:
A pharmacist reported that a surgeon had to remove and replace an intraocular lens (iol) during the same surgical procedure due to a split on the optic. The replacement lens was a different model. Pt impact is unk. Additional info has been requested.